Event description:
It was reported that during a gastric bypass procedure, the clips would not form. When the device was opened, an unformed clip fell out of the jaws into the pt. The clip was retrieved. Another device was used to complete the procedure. No pt consequence.